Manufacturer narrative:
(B)(6). Date of report: 13aug2019.

Event description:
Customer reported that the check mark switch did not work. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 14aug2019. Date of report: 27aug2019. The customer confirmed that the check mark switch did not work. The customer reported that replacing the switch pcba corrected the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.